Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis nurse reported of a dialyzer leak upon initiation of the patient's treatment. No visible cracks or damages were noted in the dialyzer. Follow up with the nurse indicated that the patient did not have or experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. The total blood loss was approx. 15-20 ml. The patient was reset up with new tubing and dialyzer and treatment was completed. The alleged device was requested for plant investigation.

Manufacturer narrative:
Correction: the alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. During the lot history review, it was noted there are no other reported complaints against the lot. The production record was reviewed and there was one approved temporary deviation notice noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production.